Event description:
Half of the threaded portion of the jig adaptor sheared off in the nail intraoperatively. It appears on the x-ray that the jig adaptor was secure and fully engaged. The surgeon reported that she did not overtighten the jig adaptor. The nail was in situ and she was in the process of locking distally when a crack was heard and the jig dropped on the floor. After resterilization; it became apparent that the jig adaptor had sheared and the most distal threaded part was stuck in the top of the nail. The reduction was good and the breakage did not affect the pt.